Event description:
It was reported that inappropriate shocks were delivered. Lead issue suspected. The lead was capped and replaced and a portion was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received without return of the entire lead, a complete analysis could not be performed.